Event description:
The customer reported that the ventilator stut down when the ventilator was plugged back into ac power after completion of transporting the pt from trauma area to ICU. The customer reported there was no pt harm. The respiratory therapy (rt) director reported to the respironics service technician that the ventilator had been in the ICU storage closet, plugged into an ac source to charge. The ventilator was used to transfer a pt back into ICU. During the transfer the ventilator alarmed low battery. Upon arrival at the pt's final destination the ventilator was plugged back into ac power. When the ventilator was plugged in, it stopped operating as if it were turned off. The service technician replaced the backup battery. Performance verification testing was performed, and the ventilator passed per specifications.